Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a coyote es balloon catheter. The balloon was loose and bunched over the tip. The shaft was stretched on the distal end of the guidewire exit notch.

Event description:
It was reported that removal difficulties were encountered. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote balloon catheter was advanced for dilation. However, the device got stuck in the lesion and the shaft became stretched. The procedure was completed with another of the same device and no patient complications were reported.

Event description:
It was reported that removal difficulties were encountered. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote balloon catheter was advanced for dilation. However, the device got stuck in the lesion and the shaft became stretched. The procedure was completed with another of the same device and no patient complications were reported.